Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced a blood glucose (bg) level of 250 mg/dl. The bg level was addressed with the pump. Reportedly, the user put a plastic sleeve over the cartridge and was unable to put the cartridge onto the pump. The user removed the sleeve and successfully loaded the cartridge.